Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 9616066-2023-01836 is a duplicate of 9616066-2023-01745 this supplemental is to cancel MDR 9616066-2023-01836.

Event description:
It was reported that while using the bd maxplus¿ pressure rated extension set with removable needleless connector, it was blocked. The following was received by the initial reporter: received a report of a maxplus extension set (mp5301-c) that was unable to be primed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd maxplus¿ pressure rated extension set with removable needleless connector, it was blocked. The following was received by the initial reporter: received a report of a maxplus extension set (mp5301-c) that was unable to be primed.